Event description:
The prograsp forceps instrument was returned without any allegations of malfunction. There were no missing or fallen pieces reported.

Manufacturer narrative:
On (B)(4) 2013, an attempt was made to gain additional information from the site; however, no further information was available. A follow-up MDR will be submitted if additional information is received. The instrument was returned, no information was provided. Engineering evaluated the instrument and found a frayed and a derailed cable. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Both pitch cables were loose but not visibly broken at the distal end. The housing was removed to find the one pitch cable was derailed at the back idlers. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.